Manufacturer narrative:
Concomitant medical products: product ID: 305901, lot# 60126698, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient was not impacted by the event. The provider was performing the basic evaluation (be) on the patient. She went to place the lead and the stylet could not be removed from the lead without stretching the lead. This occurred with 3 leads all with the same lot number. She was finally able to get a lead where the stylet could be removed. Provider tried removing the stylets carefully without stretching the lead. She tried different amounts of pressure but was unsuccessful. The issue was resolved at the time of this report. The products were discarded and replaced. No surgical intervention planned or scheduled.